Event description:
In (B)(6) 2008, I had a posterior lumbar fusion of l5-s1 not using a lt cage. After the (B)(6) 2008 surgery, I had another surgery to implant a spinal cord stimulator in (B)(6) 2009 that worked some but not that well as it did in the trial test. The stimulator was taken out in (B)(6) 2011 because I needed to have a MRI for the (B)(6) 2013 surgery. I had a second back surgery in (B)(6) 2011 to do a laminectomy on l4 and l5 because the spinal cord was being pinched. That surgery was not to successful. I then had another surgery in (B)(6) 2012 for ectopic bone formation at l5-s1, also pseudoarthrosis at l5-s1 which was a revision surgery for the (B)(6) 2008 surgery. During the (B)(6) 2012 surgery, I suffered with multiple seromas, wound drainage, and csf leak that required two additional surgeries with in the next three weeks after the (B)(6) 2012 surgery. I still suffer with back, leg, and feet pain currently and the doctors seem to think that I have permanent nerve damage at l5-s1.